Manufacturer narrative:
The conclusions code was updated based on new information.

Event description:
Follow-up indicated that the patient was discharged from the hospital and has recovered. The physician believes that the patient's issue was not related to the device, but rather a worsening of the patient's condition.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for shocking sensations. Nevro attempted to obtain additional information regarding the nature of the shocking sensations, but none was available. There have been no reports of further complications regarding this event.